Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes there was insufficient negative pressure. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two photos were received for review and analysis. After review and analysis of the customer photos, the tubes were seen with a partial draw. Therefore, bd is able to confirm the customer reported defect based on customer photos. Additionally, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to the underfill. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1: initial reporter facility name: (B)(6).

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes there was insufficient negative pressure. There was no report of patient impact.